Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and cystourethrocele on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone multiple surgeries and revisionary procedures, including a mesh revision/excision on (B)(6) 2008 and a revision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and vaginal discharge.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04213. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat cystourethrocele, urinary urgency, pelvic discomfort and mild stress incontinence and mesh was implanted. It was also reported that post implantation, the patient experienced recurrence and vaginal scarring. It was reported that the patient underwent excision of foreign body mesh erosion on the anterior vaginal wall on (B)(6) 2008, due to recurrent cystitis, dyspareunia and vaginal bleeding. It was further reported that the patient had removal of mesh and sling, cystoscopy, and anterior and posterior repair on 08/18/2009 due to recurrent infection, sexual dysfunction, atrophic vaginitis, and mesh erosion causing pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04213. The same patient is represented in each medwatch.